Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash/hives under the lifevest equipment. Patient described the area as itchy hives on arms and legs and has scratched themselves bloody. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed prednisone for the rash/hives. The outcome of the irritation is unknown.